Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error all morning. Troubleshooting was performed. The customer was able to perform a complete insulin pump rewind. It was noted that the alarm history contained more than one motor error alarm within a 30-day period. It had 6 motor error alarms. However, the insulin pump was able to rewind during troubleshooting. The customer had a high blood glucose level of 412 mg/dl which they treated with the insulin pump. The device will not be returned for analysis.